Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 9/19/2007, that a customer had a problem with a 30g dental needle. The customer stated, that the needle broke off at the hub. Dentist was able to retrieve. Dentist had to cut gums to get needle. Stitches required.